Manufacturer narrative:
This patient¿s information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter¿s phone number is unknown. The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2018, it was not possible to disconnect the impactor and the blade as the parts were jamming. This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Part: 03.010.410; lot: l376404; manufacturing site: bettlach; release to warehouse date: april 27, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 2. Device interaction/functional. Visual inspection: the visual inspection of the impactor has shown that on the blue handle some marks of a pliers are visible. All in all, the instrument is in a used condition. On the tip is connected the pfna blade. The disconnecting of these two parts is possible without force. Function test: the disconnecting of these two parts is possible without force. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: the returned impactor f/pfna blade was examined and the complaint condition was not able to be confirmed. This lot was manufactured in april 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The investigation has shown that on the blue handle some marks of a pliers are visible. All in all, the instrument is in a used condition. On the tip is connected the pfna blade. The disconnecting of these two parts is possible without force. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.